Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced intermittent ECG issues; however, the exact error was unknown. It was noted the auto test failed diagnostics, but the op checks passed. Yes, the device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Event description:
It was reported to philips that the device experienced intermittent ECG issues; however, the exact error was unknown. It was noted the auto test failed diagnostics, but the op checks yes, the device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact. One processor pca was returned for failure analysis. The reported problem was verified during testing. The failure was isolated to a corrupted program code in the flash memory u39/u40.